Manufacturer narrative:
Implanted date corrected from (B)(6) 2018 to unknown. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 28mm synergy drug-eluting stent was implanted to treat the lesion. However, vessel dissection was observed. The dissection was treated with another stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 28mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, vessel dissection was observed. The dissection was treated with another stent and the procedure was completed. No patient complications were reported and the patient's status was good.